Event description:
The posterior chamber intra ocular lens, haptic broke off upon insertion into the patient's eye. However, the pciol remained centered and well supported in the appropriate anatomical position. The physician decided it would be best to leave it as it was. The broken haptic piece was out of the eye and disposed of.